Event description:
It was reported that low r-waves were observed. Upon explant, outer insulation abrasion was observed behind the connector pin.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed outer insulation abrasions from connector pin. The rv cable was also fractured.